Event description:
Mandatory medwaych received from the customer reporting an adverse event while the device was in use. The report states, "pt on palliative care and being infused with fentyl IV drip. Drip ordered for 13 cc/hr. Pt found unresponsive at 12p when alarm on pump went off. IV bag noted to be empty. Pump had been programmed for 70 cc/hr. Pt given narcan pt responded with signs of arousal. Awake and alert at 1p." The customer was contacted for add'l info. The pt had two pumps infusing solutions through a PICC line. One of the pumps had an unspecified concentration of fentanyl in 250ml of ns infusing at 13 ml/hr. The other pump was infusing 1000ml of d5.45ns at 70 ml/hr. It was reported that when the IV team rn was changing the pump tubing around 11:00am, she placed the cassettes for the medications into the wrong pumps. She had the fentayl now delivering at a 70 ml/hr and the d5.45ns infusing at 13 ml/hr. The pump infusing the fentanyl gave an audible alarm around 12:00 pm which alerted the nurse caring for the pt. The pt was reported as being unresponsive with respirations of 6/minute. The pt's heart rate and b/p were stable. The pt was given 0.08 milligrams of narcan IV push, and was reported to be responsive and at the pt's previous level of orientation within 2 minutes. The pt's repsirations were 20 to 24 per minute. A narcan drip was hung for 2 hours at an unspecified rate. The pt's vital signs were monitoring every 30 minutes for 6 hours. Though requested, no further info was available.